Event description:
It was reported to boston scientific corporation that in 2008 during a procedure, a guidewire was put through the proximal end of the device. When the guidewire reached the catheter tip, there was severe resistance. This was prior to insertion into the scope. The procedure was completed with another of the same device and the patient had no complications.

Manufacturer narrative:
The device history record review confirms that this device met all material, assembly and performance specifications. The catheter shaft was inspected for cosmetic defects, kinks and dents and none were found. A test 0.035 in. Guidewire was successfully back loaded through the catheter and exited through the guidewire hub with no difficulties. The guidewire also passed through successfully when front loaded. The complaint description cannot be confirmed.